Event description:
It was reported that during the left internal carotid artery multiple aneurysm embolization procedure, the physician deployed subject flow diverter at the target lesion, however the tip of the subject flow diverter did not attach to the vessel wall properly even after using a guidewire to massage it. The physician decided to deploy a stent as a medical intervention at the tip of flow diverter to help it to attach to the vessel wall. However, the stent went into the microcatheter hub and got stuck. The physician tried to push the stent and the stent went into the microcatheter and deployed prematurely within the microcatheter. The stent was taken out and a new stent was deployed successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left internal carotid artery multiple aneurysm embolization procedure, the physician deployed subject flow diverter at the target lesion, however the tip of the subject flow diverter did not attach to the vessel wall properly even after using a guidewire to massage it. The physician decided to deploy a stent as a medical intervention at the tip of flow diverter to help it to attach to the vessel wall. However, the stent went into the microcatheter hub and got stuck. The physician tried to push the stent and the stent went into the microcatheter and deployed prematurely within the microcatheter. The stent was taken out and a new stent was deployed successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Product available to stryker - corrected. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Access was through femoral. Other devices used in the procedure in conjunction with the subject device(s): guidewire, microcatheter, stent. The inner diameter of the microcatheter was 0.027in. The physician does not allege any malfunction of any device for this procedure. The physician was able to deliver the flow diverter device to the target lesion and there was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. The flow diverter did not fully appose to the vessel wall when it was deployed. The stent was able to be open, just not properly attached to vessel wall. A balloon was not used to fully open the flow diverter. The flow diverter was not recaptured and removed. In the physician¿s opinion the cause of the flow diverter not to open was that sometimes the tip of flow diverter could not attach to vessel wall properly. It might because the tension during delivery was too big and also might because of the push-and-pull during deployment. The patient received dual anti-platelet agents prior to the procedure and post procedure. The stent was used as a medical intervention. No additional medication was given to the patient as a result of this event. There was no clinical consequence to the patient due to the reported event. The current condition of the patient is that the patient is fine. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of ¿undeterminable¿ was assigned to the as reported issue ¿stent failed/unable to open¿.